Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-18974. Related manufacturer report number: 2017865-2021-18975. Related manufacturer report number: 2017865-2021-18976. It was reported that the patient presented for a lead revision. Prior to procedure, it was noted that the left ventricular (lv) lead was dislodged, which was confirmed via chest x-ray. The physician believed that the patient twiddled the device and leads since the chronic leads were pulled taut as well. Additionally, the implantable cardioverter defibrillator had migrated. The lv lead was explanted and replaced. More slack was added to the atrial and right ventricular leads and the device was repositioned to a different location on (B)(6) 2021. The patient was in stable condition.